Manufacturer narrative:
The customer / biomed engineer confirmed power problem and troubleshot with philips technical support. The customer reported that the batteries were replaced every 6 months. It is not known what was the battery charge indication before therapy was attempted. It was determined that the device needs to have a new ac power supply assembly. The customer wants to repair device. The device remains at the customer site. This was a malfunction is related to the ac power supply assembly. There is no indication of a systemic problem; no further investigation or action is warranted at this time. The customer / biomed wishes to repair device.

Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer called into philips to report the device shuts down with or without battery. A patient was involved. The device was in use during a cardiac code. It delivered one shock then shut off. The clinicians provided CPR and went to get another defib to continue therapy but the patient expired before the second defib was at the code. Philips cannot rule out that the loss of defibrillator function was related to the death.